Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came to the clinic as both external processors were lost. In situ measurements showed some affected channels. There is no specific report of an accident or trauma. Parent reports that the child is hyperactive and often falls to the ground. Re-implantation will be planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been made available.

Event description:
The recipient came to the clinic as both external audio processors had been lost. During the visit, in situ measurements were carried out and showed multiple channels with either hi impedance and/or involved in a short circuit. There is no specific report of an accident or trauma, however the parent reports that the child is hyperactive and often falls to the ground. As per further information received the recipient had been without audio processors for about 8 months. There was no note about unresponsiveness to sound when he was still wearing the audio processors. Re-implantation is considered however no date for surgery has been communicated.